Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling, and extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted the stylet insertion test result was failed. The distal conductor was distorted/kinked/buckled within the is1 connector pin due to over-rotation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician attempted to switch out stylets, however expressed great difficulty with a lot of resistance. When the physician inserted the second stylet, there continued to be a lot of resistance. Fluoroscopy determined that it appeared as though the stylet was not tracking through the proper lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.